Event description:
The caller, representative of surgery department, reported that the tube leaked during pretesting efforts. The caller suspected the tube was found in the cuff but could not confirm. No pt involvement.

Manufacturer narrative:
Sample is expected to be returned for analysis.